Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident was 70 mg/dl. There were no alarms or moisture exposure preceding the blank display. Multiple battery changes did not resolve the issue. The insulin pump was out of warranty and was not returned for analysis.